Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to j6 connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error and replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. It also stated that second occurrence of replace battery now without a low battery warning. The customer declined troubleshoot for this issues. Insulin pump will be returned for analysis.